Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. Corrosion was observed on the top battery, pcb, and tube nut. Battery corrosion led to low battery voltages, requiring an external power source to be used to downloading. Inspection of the fluid path components revealed a damaged plunger base, leading to an incomplete seal between the plunger and o-ring. Fluid was seen above the o-ring, confirming that fluid was able to escape out of the top of the reservoir and lead to the observed corrosion. The damage on the plunger prevented fluid from properly flowing through the complete fluid path.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 464 mg/dl. The patient reports they had been vomiting.